Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 5 years and 5 months after the dental implant was installed in intraoral region 31#, its loss of osseointegration was observed. Moreover, 65n.cm of primary stability was achieved, the patient presented bone type I, immediate implant procedure was performed and bone graft was placed.